Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the cause was identified as use error (patient inadvertently disconnected from set). The patient stated that the patient line wasn't connected and answered "yes" to the question: did the patient line become inadvertently separated from the transfer set the instructions are accurate and provide sufficient level of detail on preventing the system error 2240 issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 2 of 4 the home choice (hc). The technical service representative (tsr) explained the alarm. The home patient (hp) was not connected to the patient line. The hp cycled the power and the tsr assisted the hp to retrieve the cassette. The tsr suggested to let the registered nurse (rn) know about the alarm and advised the hp to use manual supplies or set up for new therapy. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, stated the home patient (hp) did follow up with him regarding the alarm. The pd rn stated there was no connection problem. The pd rn stated the hp was using the cycler for therapy without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.